Event description:
It was reported that dissection occurred requiring additional intervention. The subject underwent treatment with the ranger drug coated balloon and eluvia drug-eluting stents on (B)(6) 2024 as a part of the clinical trial. The target lesion was in the left proximal superficial femoral artery, left mid superficial femoral artery, left distal superficial femoral artery, left proximal popliteal artery extending up to left mid popliteal artery with 5.1 mm proximal reference vessel diameter and 4.0 mm distal reference vessel diameter with lesion length of 200 mm and 100% stenosis and was classified as tasc ii d lesion. Prior to target lesion treatment with study device, pre-dilation was performed by using 4 mm x 220 mm coyote pta balloon. Treatment of target lesion was performed by dilation using 5 mm x 200 mm ranger drug-coated balloon study device followed by the placement of 6 mm x 60 mm eluvia drug eluting stent study device. Following post treatment, dilation was performed by using 5 mm x 80 mm and 6 mm x 20 mm sterling pta balloon followed by the placement of 6 mm x 40 mm eluvia drug eluting stent, and the final residual stenosis was noted to be 10%. On the same day of index procedure, during the treatment of target lesion, dissection of grade c was noted due to 4 mm x 220 mm coyote pta balloon. In response to the complication, balloon dilation was performed followed by placement of bailout stent. Post treatment, the final residual stenosis was noted to be 10%. On the same day, the complication of dissection was resolved, and the subject was discharged from the hospital on dual antiplatelet therapy.

Manufacturer narrative:
A2: age at time of event: 72 years old at the time of study enrollment. E1 - initial reporter address 1: (B)(6). Detailed product information was not provided to bsc. We could not obtain the information, as this was reported as clinical. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.